Manufacturer narrative:
An event of dyspnea and embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported embolization could not be determined. The reported dyspnea is likely a cascading effect from the event. A prolonged hospitalization and surgical intervention were a result of case-specific circumstances, as the device was removed and a left atrial appendage ligation was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was implanted using a 14f amplatzer torqvue delivery sheath. The sizing of the device was determined by transesophageal echocardiography), fluoroscopy and tee were imaging modality was used during procedure. On (B)(6) 2025, the patient presented to the emergency room with shortness of breath and was found to have an embolized amulet device ten days post-implant. The embolization was identified x-ray. The patient subsequently underwent a mini lateral thoracotomy with excision of the device, mitral valve repair, and left atrial appendage (laa) ligation. No additional information is available.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was implanted using a 14f amplatzer torqvue delivery sheath. On (B)(6) 2025, the patient presented to the emergency room with shortness of breath and was found to have an embolized amulet device ten days post-implant. The patient subsequently underwent a mini lateral thoracotomy with excision of the device, mitral valve repair, and left atrial appendage (laa) ligation. No additional information is available.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.